Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr performed functional checks, and release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was jerking and not rotating in a fluid manner. The issue lasted 10-15 seconds. The roller pump was hand cranked and rebooted. The roller pump smoothed out and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the complaint indicated on (B)(6) 2020 a large roller pump was jerking and was not rotating in a fluid manner. There are four large roller pumps on the base and the pump with the issue was not identified by module ID. The clinical review did not identify the pump position. Based on the log most likely the cardioplegia (cpg) pump had the issue. (B)(6) 2020: module ID: 06951; vent2 (no signs of an issue). 08:03:26 lid opened and closed three times; 08:06:10 pump started; 09:19:31 pump stopped; 09:20:26 pump started; 11:54:47 pump stopped. Module ID: 06952; sucker1 (no signs of an issue); 08:06:09 pump started; 08:06:33 pump stopped - started - stopped; 09:20:28 pump started; 13:15:50 pump stopped. Module: 06956; cpg; 07:29:46 lid opened and closed; 07:33:56 pump started; 07:42:08 linked arterial pump stopped causing cpg to stop; 10:03:38 pump started; 10:42:56 underspeed (head < demand) = 1; 10:42:59 underspeed (belt slip) = 15; 10:44:46 underspeed (head < demand) = 1; 10:44:57 lid opened; 10:45:02 lid closed; 10:45:10 lid opened; 10:45:15 lid closed; 10:45:20 lid opened; 10:45:24 lid closed; 10:45:28 lid opened; 10:45:38 lid closed; 10:45:41 lid opened; 10:46:03 lid closed; 10:46:21 underspeed (head < demand) = 1; 10:47:25 pump stopped (due to arterial coast safety connection); 10:47:33 pump started; 10:46:37 lid opened; 10:46:55 lid closed; 12:04:00 pump stopped (due to arterial coast safety connection). Underspeed (head < demand) = 1, and underspeed (belt slip) = 15 likely caused the pump to be jerky as reported. It is possible tube alignment could have been the cause. Module ID: 06962; vent1 (no signs of an issue); 08:06:11 pump started; 09:19:34 pump stopped; 09:20:29 pump started; 13:50:52 pump stopped.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding an incident the team had with their heart lung machine (hlm) numerous times. No further information is available from the clinician. The team set up and primed the roller pump without issue for a procedure on (B)(6) 2020. Sometime during the procedure, the pump (in an unknown position) was seen in a jerking motion. The perfusionist stopped the pump, tried to hand crank the pump for a bit and then decided to restart the pump. The pump ran without issue for the remainder of the procedure. There was a 15-20 second delay in the roller pump usage. There was no harm or blood loss due to the issue.

Manufacturer narrative:
The complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.